Event description:
Please see h11.

Manufacturer narrative:
Ge healthcare has completed its investigation. During the incident, the patient (between 60 and 70 years old) was on the table but very agitated. Additional sedatives were administrated. Shortly after, the patient fell off toward the left side approximately 2.5-3 ft, impacting his head and resulting in a subdural hematoma. Due to multifactorial complications, the patient died three days later. Patient restraints are available on the table and recommended for use per the operator manual. However, in this case, these restraints were not used to maintain the patient, even when he was very agitated. The system has been inspected and was meeting all specifications. A meeting with the customer was held to review the event and share the investigation findings and discuss the appropriate use of patient restraints. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.

Manufacturer narrative:
Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. UDI not applicable: device manufactured prior to the implementation of UDI requirements.

Event description:
Ge healthcare has been informed that during a vascular procedure, a patient fell from the table. It was later reported that the patient had a hematoma and passed away.